Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but the physician thought that the signal on the analyzer looked noisy. A second analyzer had the same results. After a different lead was implanted, the physician realized that the lead had most likely been in the coronary sinus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found.